Event description:
It was reported that the procedure was to treat a lesion located in the narrow and calcified proximal circumflex artery that was 50% stenosed. The xpedition stent delivery system became stuck on a non-abbott guide wire during retraction. Resistance was felt removing the stent delivery system from the guide wire; however, the same guide wire was able to be used for the rest of the case. A new xpedition stent delivery system was able to be used successfully to complete the case. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Event description:
Subsequent to the previously filed medwatch, new information received states that pre-dilatation was performed with a 3.0 x 8 mm balloon catheter prior to the attempt to stent. After a failed attempt to cross the lesion with the xpedition stent, during retraction from the patient, the stent delivery system (sds) became stuck on a non-abbott guide wire. Resistance was also felt removing the sds from the guide wire outside the patient; however, the same guide wire was able to be used for the rest of the case. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: sion, sheath: terumo radial 6fr. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The failure to advance/cross could not be replicated in a testing environment as it was based on operational circumstances. The resistance/difficulty to remove the guide wire could not be replicated due to the condition of the returned product. Based on visual, functional, and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.